Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "when using the catheter the doctor notices that the tip of the dilator is crashed. It makes difficult to continue with the procedure and need to open a new catheter". It was reported the issue was noticed during the procedure, but the dilator wasn't introduced or used in the patient. No patient harm reported.

Event description:
The complaint is reported as "when using the catheter the doctor notices that the tip of the dilator is crashed. It makes difficult to continue with the procedure and need to open a new catheter". It was reported the issue was noticed during the procedure, but the dilator wasn't introduced or used in the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a damaged dilator tip was able to be confirmed by the photo. The damage appears consistent with undue force being applied to the dilator tip, however this cannot be confirmed without the sample returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use tissue dilator to enlarge site as required. Warning: do not leave tissue dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." The customer report of damaged dilator tip was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.